Manufacturer narrative:
Investigation discovered fluid ingress inside pump and on pcb. Review of history logs also identified over-current warnings. It was determined that the device malfunction was caused by fluid ingress.

Event description:
User reported that the pump would not spin when a setpoint was set. Spectrum medical considers pump failure to be a reportable event; however, there was no patient harm as a result of this event.